Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients tested on a cobas 8000 cobas ise module (double). The customer provided the sodium results for 23 different patients. Please refer to the attachment to this medwatch for patient data. No erroneous results were reported outside of the laboratory. The repeat results from other analyzers were deemed to be correct. There was no adverse event. The sodium electrode lot number was i85 with an expiration date of 08-may-2019. The field engineering specialist found that the sodium and reference electrodes were needing replacement. He performed an ise check, calibration, qc, and precision testing all with acceptable results. During a follow-up service visit, he replaced the degasser and the customer replaced all of the electrodes. Qc testing was performed to verify the instrument's performance. The investigation was unable to find a definitive root cause. The customer has had no further issues following the latest service visit.